Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (serratia liquefaciens) was misidentified as serratia plymuthica. The user verified the final result using maldi. No health impact or consequence reported. This is report 2 of 2.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.